Manufacturer narrative:
Concomitant: product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6) product type lead. Product ID 977a275. Serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
(B)(4): the patient reported the spinal cord stimulator (scs) had never helped to relieve pain even though the patient had stimulation in the lower back and legs where it was needed. The patient noted that the implantable neurostimulator (ins) was causing most of the pain. The patient indicated that when she sat, the ins moved and hurt. The patient noted that she didn't have doctor and she didn't pass a urine test. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.